Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information- b5, d10. Event summary: as reported, during a ureteroenolithotripsy a ngage nitinol stone extractor was found to not close. The device was tested prior to use in an uncoiled position. The user found that the material was "not strong enough" to close the basket. The device was used to retrieve a 0.2mm stone located in the upper portion of the renal cup. The patient was under anesthesia for the procedure. A laser was used during the procedure. The basket was damaged and could not hold the kidney stone. Another device was used to complete the procedure. No part of the device was separated. No portion of the device was left inside the patient. This did not result in additional procedures or prolonged hospitalization. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ngage nitinol stone extractor was returned for investigation in the shipping tray. The basket formation was returned in the open position, smashed inside the lid of the shipping tray. The handle was in the open position. The male luer lock adapter was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 3cm in length. A function test determined the handle did not actuate the basket formation. Kinks were noted throughout the basket sheath. The support sheath was slightly bowed. The handle was disassembled, and the basket formation could not be manually actuated. The cannulated handle was straight. A document-based investigation evaluation was performed. No related non-conformances were recorded, and no additional lot-related complaints were received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The product specification for the ngage nitinol stone extractor nge-017115-mb was reviewed and all extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "excessive force could damage device¿. Based on the available information and a functional test of the device, cook has concluded that the device may have been inadvertently damaged during use, but no information was provided to determine how the device may have been damaged. The cause of this event could not conclusively be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received (B)(6) 2021. The device was used to retrieve a 0.2mm stone located in the upper portion of the renal cup. The patient was under anesthesia for the procedure. The device was tested prior to use in an uncoiled position. No part of the device was separated. A laser was used during the procedure.

Manufacturer narrative:
Reporter occupation: quality specialist. PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroenolithotripsy a ngage nitinol stone extractor was found to not close. The user found that the material was "not strong enough" to close the basket. The basket was damaged and could not hold the kidney stone. Another device was used to complete the procedure. No portion of the device was left inside the patient. This did not result in additional procedures or prolonged hospitalization. The patient did not experience any adverse effects due to this occurrence.